Event description:
Patient implanted with prodisc-c, level c5 -6, on (B)(6) 2012. It was discovered on an unknown date the pdc was loose. Patient was returned to o.r. On (B)(6) 2013 the pdc was removed. During removal, surgeon had problems with two retainer screws and nut upon removal; we weren't able to achieve full parallel distraction. We improvised and used chisels and the removal forceps from the prodisc c set to get a hold of the device as a whole, dislodge it with chisels and pull out the prosthesis. Patient was fused with inter body cages. Surgeon noted there were no remarkable issues with the patient. This is 2 of 4 reports for this event.

Manufacturer narrative:
Device used for treatment and not diagnosis.

Manufacturer narrative:
Device used for treatment and not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.